Event description:
During the insertion process of a 20ga, 8cm midline in the left brachial vein, rn was deploying the catheter and retracting the guide wire and needle. The needle and guidewire would not exit the skin, despite numerous attempts. The tourniquet remained in place and interventional radiology (ir) was contacted. The pt was transported to ir, where under fluoroscopy, dr was able to remove all of the catheter, guide wire and insertion needle. Device was saved.